Manufacturer narrative:
The reported issue for ¿infection¿ cannot be confirmed through product analysis testing. Analysis of the returned paddle lead found no anomalies and when electrically tested no opens were found. Sterility record for sterile lot pra09977 showed no nonconformances recorded. Batch production record showed no nonconformances recorded.

Manufacturer narrative:
Date of event is estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported the patient had an infection at the ipg site and lead site. In turn, surgical intervention took place wherein the scs system was explanted. The patient was hospitalized 3 days with IV antibiotics. The patient was sent home on antibiotics to address the issue.